Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that multiple devices on disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that multiple devices are on disconnected mode. A technical support specialist (tss) had updated the stored procedure syncetl.usp_deletefactitemtransaction. Tss had run the extract transform load process during the overnight data purge in ds server reports without any errors and followed ka "etl failing due to delete statement " and issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es generic server, user mentioned that multiple devices on disconnected mode. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.